Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens of a -4.50 diopter into the patient's right eye (od) on (B)(6) 2023. Reportedly, "anterior segment oct vaults were 1.11mm od and 1.35mm os on pod#1. Post-op month 1 vaults were 1.04mm od and 1.30mm os. Vision is 20/15 uncorrected ou and gonio was sup/inf: (b/c)c/d20s; n/t:(b)b/c15s. She just found out she is pregnant, so we are not planning to do an exchange until after completion of pregnancy."

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).